Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
Additional information was received indicating that the file was easily retrieved. Therefore, FDA exemption #2005009 applies to this event.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a profile vortex blue file broke during use. The patient was referred to an endodontist to remove the broken portion from the patient's tooth.